Event description:
The customer contacted physio-control to report that their device would not power on. The customer tried replacing the battery but the device would still not power on. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control later confirmed with the customer that they have permanently removed their device from service and replaced it with a new unit. The customer further advised that they plan to dispose of the failed device. The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.